Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) for a duration of 12 hours, with a 2000ml vtbi (volume to be infused) and the delivery was started. After approx 10 hours, the homecare pt reported the device stopped delivering. No specific event details were provided. At that time, it was reported an unspecified volume of fluid was remaining in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.98ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml+/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The history was downloaded at the service center. A review of the history indicates the most recent programming was for tpn, with a 2 hour taper up, and a 2 hour taper down, with a 2000ml vtbi (volume to be infused) for a duration of 12 hours, with a kvo rate of 5ml/hr, and a 2030 container size. On (B)(6) 2012, at 2036, a new container is indicated. At 2039, the delivery is started. Between 2036 and 2236, the delivery is started and taper up occurred. At 0000, a new date of (B)(6) 2012 occurred. Between 0558 and 0559, an air in line alarm occurred, the delivery was stopped, and the device was powered off 2 times and powered on 1 time. At 1355, the device was powered on, a check cassette alarm occurred and was silenced and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.